Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot#: unknown, explanted: (B)(6) 2020, product type: catheter. Product ID: 8731sc, lot#: unknown, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 261.9 mcg/day via an implantable pump. It was reported that the surgeon replaced the pump and part of the catheter on (B)(6) 2020 due to a return of symptoms/spasticity experienced by the patient. It was indicated that there were no external or environmental factors that could explain the spasticity symptoms. It was indicated that there were no volume discrepancies or relevant pump alarms. A rotor study of the pump was not performed. When attempting a catheter dye study, the hcp got no return of cerebrospinal fluid (csf) when they suctioned the catheter. At the time of the report it was unknown if the issue was resolved. The explanted devices were going to be returned. No further complications were reported or anticipated.

Manufacturer narrative:
The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned pump passed all testing in the laboratory and no anomalies were identified. The returned catheter segment was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage in the seal material in cup of the sutureless connector (sc); however, the damage did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. If information is provided in the future, a supplemental report will be issued.